Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while in planning and navigation, the software was running slow and lagging behind. They would bring an instrument into view and it would take 30 seconds for it to appear on the screen and track. Any movement of the instrument, the software was behind. The system restarted and came right back into the same screen on operate. It seemed longer than a soft restart for the system to come back, about 1-2 minutes. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: k it1378-05, serial/lot #: (B)(6), UDI#: a1-a4: the patient information is not available. The exports were returned for software analysis. The analysis confirmed the issue. Navigation lag was present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.